Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. The customer's blood glucose (bg) level was elevated. The customer changed the cartridge and infusion set and a correction bolus was administered to address the bg level. As the customer changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.